Event description:
In 2009, the lay-user/patient contacted lifescan (lfs) alleging that a one touch ultra meter would not power on. The patient indicated that the alleged meter issue started on an unspecified date in the evening prior to contacting lfs the same day. As a result of the alleged meter issue, the patient administered self-treatment by eating food and/or drinking a beverage. "Several hours" later, the patient claimed that she developed symptoms of frequent urination, lightheadedness, dizziness, and a dry mouth. The patient's blood glucose was not tested on another device during the time of concern. It would have been helpful to know the following information: what date/time the alleged meter issue began, the patient's testing frequency, her medication and diabetes management regimens, what her last blood glucose reading was before the alleged meter issue began, what date/time the last result was obtained, and how many hours later the symptoms developed in relation to when the alleged meter issue began. In addition, it would have been helpful to know what specific food/drinks the patient consumed as a result of the alleged meter issue, if the patient developed the symptoms before or after the self-treatment was taken, and what actions the patient took in response to developing the symptoms. The patient did not have a replacement battery for troubleshooting. The patient admitted that she had not replaced the meter's battery according to the owner's manual. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient claimed that she developed symptoms that can be associated with a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.